Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced some issues with the intravenous (IV) pump of not delivering the correct amount of fluid dosed with medications. The staff was having to set the pumps for 50-75 cc over the filled IV bags. The event happened at the critical care unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.